Event description:
It was reported that the patient was being transported to an outside hospital (osh) with an intra-aortic balloon (iab) fiber-optic catheter. At the osh multiple helium loss alarms and incorrect pressure readings occurred. Therefore the iab was removed with no incident. Another iab was not inserted. There was no report of patient complication or serious injury or death. Patient condition reported as fine.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of helium loss alarm is unable to be confirmed. During leak testing, a small external leak was identified on the mating connection between the iab short driveline tubing and the inflation driveline tubing. No other leaks were detected. No alarms were noted. It is possible that the small external leak could cause or contribute to a helium loss alarm. The root cause of the helium loss alarm is undetermined, but a potential cause is an external leak from the driveline connection. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. A non-conformance has been initiated to further investigate the root cause.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was being transported to an outside hospital (osh) with an intra-aortic balloon (iab) fiber-optic catheter. At the osh multiple helium loss alarms and incorrect pressure readings occurred. Therefore the iab was removed with no incident. Another iab was not inserted. There was no report of patient complication or serious injury or death. Patient condition reported as fine.